Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that two of the patient's leads had migrated and another had fractured. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention to address the issue. During the procedure, the physician accidentally pulled out a lead. In the end, the patient's four leads were explanted and two were replaced. Effective therapy was established post-operatively. It is unknown which issue belongs to which lead. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.